Event description:
It was reported that the external pulse generator would not stay powered on, when the "on" button was pressed. It was noted in the technical services call that the measured battery voltage was adequate and that the emergency key has "a bit of a bubble" but no staining to indicate fluid ingression. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the generator would not remain on when the "on" button was pressed and attributed it to the main printed circuit board (pcb) being broken and it was therefore replaced. Analysis also found that the upper and lower cases and battery drawer were broken. This device was included in that field action, returned product testing found the device did perform as described in the field action. (B)(4).